Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks for ventricular fibrillation and presented in the hospital. It was noted that the patient was successfully rescued with the device and lead. When the patient was stable, the physician decided to upgrade the device to a dual chamber implantable cardioverter defibrillator and replace the riata lead due to externalized coils noted in the past. The physician also decided to replace the right ventricular lead due to the recent ventricular fibrillation episodes but does not allege the ventricular fibrillation episodes were due to the riata lead. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was in stable condition post procedure.